Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pocket was closed, the implantable pulse generator (ipg) was observed with a nine second pause on telemetry and no capture. Interrogation showed lead measurements were within the expected range. The pocket was reopened to ensure right ventricular (rv) lead placement and connection; insertion was visualized. The device was suspected of premature depletion from use with prior leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.